Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's left leg started burning around (B)(6) 2016. The patient's therapy was implanted for sciatic nerve pain. She can feel stimulation, and her husband had already tried increasing stimulation, but the caller still had burning. There was no trauma or fall related to this issue. The patient had a mammogram and bone density test "in the last month" and the patient was unsure if her therapy was turned off. The patient was able to use the patient programmer to synchronize and see that stimulation was on and adaptive stimulation was enabled. The burning was persisting, so they turned stimulation off and are going to follow up with their health care provider in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that reprogramming was done to resolve the burning in the left leg. The cause of the burning in the left leg was not determined. The burning in the left leg has resolved some; it comes and goes.

Event description:
Additional information received in a patient letter reported that the patient notified their health care professional (hcp) all the time. The strength was increased to resolve the burning in the legs. It was reported that this helped some but it was still there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.